Event description:
I tested for covid with an ihealth covid antigen test. The result was negative. Luckily I did not believe it so I went to urgent care where I tested positive. Eight days later I was reading the pamphlet as preparation to administer the 2nd test when I noticed the fluid level in the vial was not sufficient. I have the product and pictures of the label but do not know how to send them. FDA safety report ID# (B)(4).